Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This cardiac resynchronization therapy defibrillator and another manufacturer's lead exhibited high out of range shock impedance measurements. The measurements were consistently within normal limits and abruptly went out of range. A vector breakdown of the lead revealed no issues with the proximal coil as the measurements were within normal limits. The cause was unable to be established. No adverse patient effects were reported.